Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary four sealed 1ml s/t syringes with needles were received, confirmed to be from batch #8241696 (p/n 309626). They were visually evaluated. The needles were found to be loosely attached to the syringe tips. No visual defects were observed. The samples were tested for shield removal force. All results were well within the acceptable range per product specification. The needles were then reattached to the syringe by hand and shields attempted to be removed. The shields came off while the needle hubs with cannulas remained on the syringe tips of all samples tested. No defects were found in the returned samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion. The samples were tested for shield removal force. All results were well within the acceptable range per product specification. The needles were then reattached to the syringe by hand and shields attempted to be removed. The shields came off while the needle hubs with cannulas remained on the syringe tips of all samples tested. No defects were found in the returned samples. Root cause description. N/a. Rationale. No defects were found in the returned samples.

Event description:
Material no.: 309626, batch no.: 8241696. It was reported that during use of the syringe 1ml s/t w/ndl 25 x 5/8 rb the cap is difficult to remove as well as sometimes the needle will detach when giving an injection and stay in the patient's arm. The following information was provided by the initial reporter: ¿the problem they have is that just trying to get the cap off to draw the medication, the needle comes off with the cap. And, then, they have had trouble with the needle sticking in the patient's arm when they administer the med.¿